Event description:
It was reported that the patient was implanted with a surgical lead on (B) (6) 2010. After the implant, the lead shifted left and the patient lost coverage on the right side. On (B) (6) 2010, the physician made a larger laminectomy and used a dural separator to open the space. The physician moved the paddle of the lead more midline. The patient was programmed post-op, received good stimulation in both legs, and was sent home. At home during the afternoon, the patient stood up, and could not feel their legs, and then fell down. The patient was rushed to the ER due to paralysis in their legs. The patient regained full feeling in their legs at the hospital. The CT scans were negative and no hematoma was observed. It was reported the physician stated the patient had a reaction to the local anesthetic. The patient was doing fine and released.

Manufacturer narrative:
Evaluation: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.